Event description:
Complainant alleged that after three minutes of pacing a pt (age and gender unknown), the staff changed the device to monitor mode and began monitoring the pt. The staff alleged that when they attemtpted to pace the pt again, the device would not pace. The staff was able to obtain another device to pace the pt's heart rhythm. There was no adverse effect on the pt as a result of the reported malfunction.